Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), gui light emitting diode (led) and the breath delivery (bd) pcb. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The evaluation and repair of the device has not been completed.

Event description:
Covidien received information stating that the primary and secondary screen on a 980 ventilator was black. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to damage due to a power surge from an unknown source. If information is provided in the future, a supplemental report will be issued.